Event description:
The end user reports 2 of 10 pouches had delamination of the adhesive layers of stomahesive on the right side of the stomahesive within 1 day of wear time.

Manufacturer narrative:
Additional information was received on 07/30/2015. No previous investigations are available. After a thorough batch review no discrepancies were discovered. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 08/10/2015.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. There is one additional case associated with this product; therefore a separate FDA form has been generated to address the other case. No additional patient or event details have been provided to date. Should additional information become available a follow-up report will be submitted.